Event description:
The customer stated that the insulin pump gave a motor error alarm when he attempted to treat a high blood glucose of 368 mg/dl. Troubleshooting was performed, and the insulin pump alarmed motor error during the displacement test. The customer inspected the drive support cap, and it did not appear damaged. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The insulin pump passed the displacement test.